Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by abdominal pain. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. On an unreported date, the patient began intraperitoneal (ip) treatment with cefazolin and ceftazidime (1 gram, once per day [qd]) for peritonitis. Three days prior to the receipt of this report, the patient began ip treatment with vancomycin (1 gram, frequency and duration not reported) for peritonitis as the abdominal pain persisted. Four days after onset, physioneal therapy was discontinued. Five days after onset, the pd catheter was removed and the renal therapy was changed to hemodialysis. At the time of this report, the patient was recovering from the event. No additional information is available.